Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. No further patient complications were reported. It was further reported that the patient was admitted on (B)(6) 2009 for recurrent deep venous thrombosis and pulmonary emboli and the inability to adequately anticoagulated him with coumadin. Therefore, the patient was taken to the operating room and the greenfield filter was placed. The patient tolerated the procedure well.